Event description:
Same case as: 2134265-2013-08533 and 2134265-2013-08549. It was reported that motor drive unit (mdu) automatic pullback failure occurred. During the procedure, an ilab was used in conjunction with an atlantis sr pro imaging catheter. Access was obtained via right femoral artery. The physician performed pullback. It was noted that the automatic pullback function of the mdu did not work and manual pullback was attempted. The procedure was completed with another mdu. No patient complications were reported. The patient was stable and safe throughout the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).